Manufacturer narrative:
(B) (4). Final device analysis was not at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.

Event description:
Early last month, the patient was standing near a large speaker when she noticed a change in her stimulation. She checked the therapy status and the device was off. When the device was on, especially near electrical items, the patient felt shock-like sensations down both sides of her body; the sensations were worse in her right hand/extremity. The amplitude was decreased from 2.9v to 1.7v and that lowered the shocking sensation a bit. X-rays did not reveal any breaks/fractures. The stimulator was replaced. Further information is being requested from the hcp.